Manufacturer narrative:
It was reported by the customer that the spreader bar detached from the maxi move lift when the patient was lifting from the bed. No injury was claimed. After the event, the arjo representative evaluated the claimed device. The reported issue was replicated when the pressure was applied on the spreader bar. The device inspection revealed that the positioning pin bushings (responsible for keeping the spreader bar in the correct position) in the t-bar were damaged and the electrical connection was broken. According to the preventive maintenance schedule (001.25065. En), bushings need to be checked for excessive wear every 2 years. The last preventive maintenance was conducted by the arjo technician on 09 dec 2022. There was no issue with the spreader bar components found at that time. The event occurred 3 months after preventive maintenance inspection, therefore it could not be ruled out that the excessive force applied during the device use (e.g. The spreader bar movement blocked by the obstacle) could contributed to the reported case. This hypothesis could not be confirmed based on the information provided by the facility staff. Additionally, the operating and product care instructions for maxi move (04.km.00) warn to inspect weekly: "check that the bushings in the guiding holes in the carrier/ t-bar are in place and undamaged". If the result of the test is unsatisfactory, arjo or an approved service agent should be contacted. Arjo device failed to meet its performance specification since the spreader bar detached. The device was used for a patient transfer when the failure occurred. The complaint decided to be reportable due to maxi move spreader bar detachment during use with the patient. No injury was claimed.

Manufacturer narrative:
It was confirmed during the device evaluation that the positioning pins bushings in the t-bar were worn causing the spreader bar detachment. The process of analyzing information is still ongoing. The results of this evaluation ill be provided to the next follow-up report.

Manufacturer narrative:
The investigation is ongoing. The results will be provided to the follow-up report.

Event description:
It was reported by the customer that the spreader bar detached from the maxi move lift when the patient was lifting from the bed. The device evaluation revealed that the spreader bar components were damaged.